Event description:
A report was received from the affiliate that the wire tore after ivus interrogation (boston). The ivus could be easily removed and ptca continued as usual. But the wire was trapped in the distal vessel and has to be pulled out with a bit of force. The tip of the wire was broken and dislodged. Additional information has been requested.

Manufacturer narrative:
This device is available for testing and evaluation, but has not yet been received. Additional information has been requested regarding the procedure, and will be submitted within 30 days upon receipt.